Event description:
The customer states that one patient sample generated an initial cell-dyn 3200 sl 110 analyzer hemoglobin result of 7.28 g/dl. The sample retested at 12.2 g/dl. Both results were generated in the closed mode of operation. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). On (B)(6) 2009, (B)(6), reported a reproducibility problem for hemoglobin in the closed mode of operation with a cell-dyn 3200 instrument. The phenomenon appeared twice within a 2-week period. Customer reported that the first run came out to 7.28 g/dl. The customer tested a citrate plasma sample, which generated a result of 12.2 g/dl. Retested the patient again on an edta plasma primary tube that generated a result of 12.3 g/dl. The second patient generated an initial hemoglobin result of 6.66 g/dl; checked citrate plasma at 13.6 g/dl. All of these runs were in the closed mode of operation. The customer was asked to send the results of the four runs to the abbott customer service and support center (per information received on (B)(6) 2009; data is no longer available from the customer). The customer had no idea about the condition of the sample (plasma being "milky"). One of the patients was under chemotherapy; the other was a typical routine test (the customer made no distinction as to which sample belonged to which patient). The customer ran a reproducibility test of six runs of the same tube. The hemoglobin cv was acceptable at 1.13%. The hemoglobin output was 4.50 and the hemoglobin reference values were measured at 1,863, 1,863, 1,864, 1,864, and 1,865. The customer was asked to clean the hemoglobin tank as a preventative measure. Subsequent instrument operations and test results were acceptable. A review of service tickets from (B)(6) 2008 through (B)(6) 2009 on this instrument (s/n (B)(4)) showed that no others issues related to reproducibility for hemoglobin in the closed mode of operation have occurred. A review of the complaint records and trending analysis for the period (B)(6) 2007 through (B)(6) 2008, did not indicate any adverse trend for the cell-dyn 3200, list number 04h60-01, related to reproducibility issues with hemoglobin in the closed mode of operation. The customer's issue is addressed in the cell-dyn 3200 system operator's manual (list number 06h60-01, revision n) under section 3, principles of operation, operational messages and data flagging, cell populations and flagging, interfering substances and suspect parameter flags. Based on the investigation, no product issue was identified for the cell-dyn 3200, list number 04h60-01, for issues related to reproducibility for hemoglobin in the closed mode of operation. There were no systemic issues identified for the cell-dyn 3200 product line. This is a final report.